Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain around the shoulder area and near the implantable pulse generator (ipg) site, wherein there was redness, swelling and the skin felt hot to the touch. It was suspected that the patient had an infection and was encouraged to go see the doctor. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding any medical or surgical intervention to address the suspected infection and the patient outcome.